Event description:
Information received indicates the technician found the ground resistance reading was high on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.